Manufacturer narrative:
The insulin pump alarmed constant motor error during rewind due to motor encoder out of phase. The insulin pump was received with cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the insulin pump had alarmed motor error during rewind. The alarm history on the device was noted and some motor error alarms were noted. The customer's blood glucose was normal; no numerical value was given and didn't require any treatment. Customer is returning the device for analysis.